Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6 visual examination of the returned product/provided pictures identified signs of repeated use, such as strike marks, nicks, gouges and scratches. Inspection of the thread where the impactor is attached shows no signs of major damage. The impactor pad was not returned therefore a visual analysis could not be performed. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that two prong inserter black impactor tip is broken. Event did not occur in surgery, so no patient involvement. Device was discovered broken during set reassembly as it was getting ready for courier pickup. Reporter suspects it occurred during cleaning and autoclaving, no additional information is available.